Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient indicated whenever she charges her implant, she feels warm at the pocket site, no temperature warning seen. Caller do not know if patient uses a barrier when she charges her implant. Caller reports he interrogated patient's implant, contact 10 was showing high impedance, orange warning with ! Caller do not know the value, but thinks its 39486. Caller reports patient was programmed with contact 10, which he eliminated the contact in patient's setting. Caller reports patient reported no warm at the pocket site after reprogramming.